Event description:
The customer requested help on how to handle lag between sessions and dose accumulation in mosaiq monitoring.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
H2 updated. H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer requested help on how to handle lag between sessions and dose accumulation in mosaiq monitoring. It was ascertained from the logs that a "lame en limite switch" (translated as blade in limit switch) error occurred on the linac which interrupted the treatment delivery. Field 11 received 15.2 mu of the 882.6 mu prescribed at this point. Later that day the remaining 867.4 mu was delivered to field 11. The customer questioned if it was possible to have the partial treatment count as a fraction. Elekta recommend that the customer use the dose and fractions review in mosaiq for options to manage the fraction count. Mosaiq did not have any malfunction and is working as designed and intended. Based on the available information, there was no patient mistreatment.